Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. After extensive troubleshooting of the cpu and database, the system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.